Event description:
This case was reported via regulatory authority (B)(4) on 07-mar-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one of essure coils was almost out of the fallopian tube / it had wrapped around the tube and was embedded in uterus"), pain ("pain for 13 year") and blood pressure increased ("blood pressure was high at 235/185") in a female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure (ess205). In 2016, the patient experienced blood pressure increased (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the second episode of menorrhagia ("stopped taking levlen in (B)(6) of 2016 and immediately started to have flooding which lasted for a month"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), pain (seriousness criterion disability), ovarian cyst ("complex uterine cyst"), endometrial thickening ("lining of uterus was double the thickness it was supposed to be"), the first episode of menorrhagia ("started having heavy periods after coils were implanted, sometimes lasting for months"), multiple allergies ("severe allergies / blood tests positive for groups of food / other allergens") with local swelling and pruritus, dermatitis contact ("contact dermatitis in arms which would bleed if scratched"), renal cyst ("cysts in my kidneys") and hyperthyroidism ("hyperthyroidism"). The patient was treated with ethinylestradiol + levonorgestrel (levlen), fexofenadine (telfast), progesterone, antihypertensives and surgery (total hysterectomy in 2017). Essure (ess205) was withdrawn. At the time of the report, the embedded device, pain, ovarian cyst, multiple allergies, renal cyst and hyperthyroidism outcome was unknown and the blood pressure increased, first episode of menorrhagia, dermatitis contact and second episode of menorrhagia had resolved and the endometrial thickening outcome was unknown. The reporter considered embedded device, pain, blood pressure increased, ovarian cyst, endometrial thickening, the first episode of menorrhagia, multiple allergies, dermatitis contact, renal cyst, hyperthyroidism and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: before essure, her periods were very light. Sometimes the bleeding would last for months. This continued for 12 months when her doctor started her on levlen to be taken continuously (no sugar tablets) to control the bleeding. Essure caused significant or long term incapacity. She was a healthy young woman prior to having essure coils implanted. She now have had major surgery to remove them and require ongoing hrt (interpreted as hormone replacement therapy). She had 13 years of pain and significant impact on her quality of life. A month after the hysterectomy she no longer had the arm dermatitis, the blood pressure is back to normal limits without medication (monitored by general practitioner). It remains to be seen if the hyperthyroidism and kidney cysts will spontaneously resolve now that the coils have been removed. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: blood pressure measurement result was high, peaking at 235/185 and blood test result was hyperthyroidism. Allergy testing repeatedly over a period of about 10 years. Even while taking telfast her allergy blood tests for groups of food/other allergens came back positive (120). She had a pap smear (result not provided). In 2016, while on progesterone only pill long enough to have a pap smear and a uterine ultrasound, the ultrasound showed that the uterine lining was double the thickness it was supposed to be, and a complex uterine cyst was noted. An incidental finding of cysts in kidneys was also made. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 31-mar-2017 for the following meddra preferred terms: embedded device. The analysis in the global safety database revealed (B)(4) cases; pain. The analysis in the global safety database revealed (B)(4) cases; blood pressure increased. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-mar-2017: quality safety evaluation. Company causality comment: this spontaneous report, received via health authority, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced one of the coils was embedded in uterus, pain for 13 years, and blood pressure was high at 235/185, in addition to heavy menstrual bleeding, food allergies, and several other events. The patient underwent total hysterectomy, some events rapidly improved. Device embedment, chronic pain, and elevation of blood pressure were considered serious due to medical significance and disability. Embedment and chronic pain are anticipated in the reference safety information of essure, blood pressure elevation is unanticipated. During the use of essure, there is a risk that the device may move out of the fallopian tubes and become embedded in the uterine wall, causing chronic pain and bleeding. In the present case, the exact mechanism of the events is unknown but, given the nature of the events and the lack of alternative explanations, a causality of essure cannot be excluded (related). Concerning hypertension, even though an amelioration after hysterectomy was reported, a concurrently diagnosed hyperthyroidism (considered unrelated) was considered a plausible alternative explanation (unrelated). The case was regarded as incident because of surgical device removal. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.